Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0y5f6, implanted: (B)(6) 2015, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported a poor coupling and difficulty with recharging ins (implantable neurostimulator). The maximum coupling they could achieve was two bars. They were not with the patient on day of the report. It was indicated that re-positioning the antenna did not resolve the issue. The patient experienced swelling at the device pocket. Two weeks later, a consumer's family reported that at the post-op visit 10 days after implant, the health care provider was having difficulty interrogating the device so that they could turn it on and programmed it. The patient was told by hcp that she needed to recharge it. She went home and tried to charge and had difficulty. She was able to get 2 coupling bars at one point but the device was not depleted. The hcp took an x-ray a day prior and the device was shown to be flipped. It was suspected that the device was implanted backward. It was indicated that external equipment could not communicate with the ins. The revision had not occurred and it had not been scheduled as date of the report. The patient was going to meet with the hcp to determine when the surgery would take place. It was noted as a sudden change in therapy/symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders.